Event description:
Caller states that he received a blood glucose result of hi and was feeling ill. He reports checking his blood glucose again a few minutes later and the result was 278mg/dl. He reports still feeling ill, calling 911, and taking his insulin. Caller reports that the paramedics arrived approximately 20 minutes later and obtained a result of 83 mg/dl on their equipment. Caller states that paramedics advised to eat. Caller states that a few hours later he compared his device to another device. Caller's device reportedly read 202 mg/dl and 253 mg/dl and the other device read 206 mg/dl. No glucose control solutions were used. Requested return of suspect device and replacement was sent.